Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin squirted from the insulin pump after the load reservoir process. The patient's blood glucose at the time of incident was 205 mg/dl. The caller was asked to change the infusion set and start the load reservoir / fill tubing process again. Insulin continued to drip out after the load reservoir process was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly was noted. The insulin pump had minor scratched display window and case.